Manufacturer narrative:
Medtronic received the following information obtained from the abstract entitled "device-specific variability in aneurysm sac regression following endovascular aneurysm repair based on a comprehensive registry of patients in eastern ontario" presented at the canadian society for vascular surgery's 39th annual meeting. Prasad jetty, don husereau, vinay kansal, tinghua zhang, sudhir nagpal, ottawa, canada (it is unknown if intervention was performed). If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of abdominal aortic aneurysms. The following adverse events were observed; aneurysm sac expansion >5mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The following adverse events were also observed: reintervention, open surgical conversion, stent graft infection, late rupture.